Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that reported phenomenon was duplicated due to the ccd failure. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from sorc, omsc surmised that the reported phenomenon was caused by the ccd failure due to aging/wear degradation by use of the subject device beyond its durable period. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the endoscopic image of the subject device became like sandstorm display. The occurrence date of the event is unknown, and there was no report of patient injury.